Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that he had no delivery alarm. Customer's blood glucose was 700 mg/dl. The customer stated that she did a complete set change this morning and still received a no delivery alarm. The customer was advised that the recurring no delivery may be due to site, set or reservoir issues. The customer declined to troubleshoot she already do it yesterday. The customer wants the pump replaced. The customer was advised that we will replaced that pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.